Event description:
Literature was reviewed regarding long term implantable ventricular assist device (vad) support in children. The authors described patient deaths caused by infection, cerebrovascular accident, intraoperative lung injury, unresolved frailty, right ventricle (rv) failure, cardiac arrest and cancer recurrence. There were patients who experienced bleeding, infection, neurologic dysfunction, acute renal insufficiency, respiratory failure, rv dysfunction, pump thrombosis, hemolysis, renal failure, psychiatric issues, repeat vad placement and hospitalization. The vads exhibited unknown malfunctions. There were patients that received a heart transplant, some patients had their vad explanted due to recovery and the remaining vads remain in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics were 14 years old and male. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information has been made and upon receipt a supplemental report will be submitted accordingly. Referenced article: long-term implantable ventricular assist device support in children, april 2024; volume 167, number 4 doi: 10.1016/j.jtcvs.2023.10.048 d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.